Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was advised to clear the alarm with the esc and act buttons. Customer disconnected the tubing and reservoir and then reconnected them. Customer manually pushed the plunger, but stated that the insulin did not exit. Customer had another infusion set for testing. Customer assembled the new infusion set with the current reservoir, but encountered the same problem. The insulin still did not exit. Customer tried a new reservoir with the current set. Customer ran a manual prime at least to 5.0u and the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was asked to return the reservoir. No further assistance required.